Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed two shorted lead indicators were recorded by the device on (B)(6) 2021. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. This out of range measurement indicates the high energy output bridge is electrically damaged. Bench testing confirmed pacing pulses are present. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature battery depletion. In (B)(6) 2021, the remaining battery longevity was eleven years, five months. At the most recent device checked the remaining battery longevity had reached end of life (eol). Subsequently, the device was explanted. A new device was implanted. Besides surgical intervention, no additional adverse patient effects were reported.